Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor electrode was not located inside of the needle. Customer was unable to insert two sensors. Customer's blood glucose wasn't provided. Customer was advised the sensors needed to be replaced. Customer is not returning the sensors for analysis.